Event description:
It was reported that the right ventricular lead exhibited oversensing. Therefore the sensing was reprogrammed to 2mv. It was also reported that undersensing and decrease in r-wave of the ventricular lead was observed. Therefore the ventricular lead was capped and replaced with a new lead. It was noted that the patient is part of the system longevity study (sls). No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead exhibited oversensing. Therefore the sensing was reprogrammed to 2mv and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.